Event description:
Customer reported set began leaking during an infusion of levophed. The leak was at the upper fitment. The tubing was changed out and there was no impact on pt's condition. No further pt or event info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product has been requested. It has not been received. If further info is obtained, a follow up report will be submitted.